Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open lung resection, there was a problem unloading the device; the jaws remained closed, the reload could not be removed and had also locked on tissue. Surgeon was stapling a portion of the lung and when the staples were fired, the knife blade appeared to retract but the jaws of the stapler did not open. The stapler was pulled from the tissue with no injury to the tissue and the staple line was intact. In order to complete the case, the stapler was not used again and a new stapler was opened and used without incident. The patient was alive with no injury.

Manufacturer narrative:
Valuation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.